Event description:
It was originally reported on (B)(6) 2013 that the patient was unable to adjust stimulation. The patient wanted to increase stimulation but could only turn voltage down; it would not let her turn it up. The patient had noticed these adjustment issues for the ¿past two days¿ and had no stimulation sensation. It was determined that the patient¿s device was turned off and she was assisted in turning it back on. The patient was able to feel and adjust stimulation. The patient was trying to turn voltage up because she was going to the bathroom more and wanted more symptom relief. The patient was on program 2 at 0.9 volts, but noted that she was usually at 1.0 volts so she increased to 1.0 volts and continued to increase. About a month and a half later the patient stated that she stopped feeling stimulation ¿a couple weeks ago.¿ the patient was assisted in using the programmer and found that she was at 1.3 volts. The patient stated that she increased to 1.7 and it did not do anything. The patient saw the stimulation off icon, so was instructed to turn it on. The patient saw the stimulation on icon and felt it ¿good¿ and it was comfortable. The patient mentioned that this was the ¿first time stimulation had stopped in a while.¿ the patient noted that stimulation had stopped once before. Two days later the patient alleged that her device was turning itself off and noted that she did not press the ¿off command.¿ the patient was assisted with the patient programmer and saw she was at 1.2 volts. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v759963, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).